Event description:
An altitude alarm was reported on the customer's pump, which caused the customer's blood glucose levels to display as "high." Although the specific value was unknown, the customer administered a correction bolus via the pump. There was no involvement of a third party for assistance. The customer's insulin delivery was initially suspended due to the alarm, but the pump was confirmed to be within the validated operating altitude range, and there were no obstructions on the speaker holes. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, allowing time for the pump to resume insulin delivery. After following these steps and waiting, the customer was able to resume insulin, and the issue did not recur. The pump resumed normal operation, and technical support provided tips to prevent future altitude alarms, which the customer acknowledged.